Manufacturer narrative:
The manufacturing and material records for the mitroflow bioprosthetic pericardial heart valve, model # dla23, s/n (B)(4), as they pertain to the reported event, were retrieved and reviewed by quality engineering at livanova (B)(4) corp. The results confirmed that this valve satisfied all material, visual, and performance standards required for a dla23 mitroflow aortic pericardial heart valve at the time of manufacture and release. Based on the information received, the patient's sepsis was attributed to staphylococcus aureus species. If staphylococcus was present on our tissue valve before sterilization, it would be killed very easily by our liquid chemical sterilant. The sterilant contains a mixture of glutaraldehyde, formaldehyde and alcohol, all of which are highly effective against staphylococci. We have validated this liquid chemical sterilization process with spore forming bacillus atrophaeus, which is the most resistant microorganism known for aldehydes. In addition, the sterile packaging solution used for shipment of crown [perceval] valves is a 4% formaldehyde solution; the valves remain in this extremely antimicrobial solution until they are opened during surgery. Therefore, it is not conceivable that a staphylococcus could survive on a valve exposed to our sterilant, or the packaging solution. Given the above information, and the fact that the valve was functioning well at discharge (mean gradient of 15 mmhg, no central or paravalvular leak), the device can reasonably be excluded as a contributing factor in this event. As reported in the mitroflow dl instructions for use: "adverse events potentially associated with the use of bioprosthetic heart valves include... Endocarditis". The event is a known, inherent risk of the procedure.

Event description:
A mitroflow dla23 was implanted on (B)(6) 2016. It was reported that the patient did well post-operatively, but was re-admitted after two months with sepsis (B)(6) and a very small "questionable" vegetation. The patient progressed into respiratory failure requiring tracheostomy. The patient died on (B)(6) 2016, with suspicion of subacute bacterial endocarditis (sbe).